Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event as the resolution, implant date and patient information, but further information was unable to be obtained by the clinical representative. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. A commanded shock was performed and the out-of-range measurements were confirmed. Technical services (ts) suspected a possible calcification, but it was not conclusive. Reprogramming options were recommended. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. A commanded shock was performed and the out-of-range measurements were confirmed. Technical services (ts) suspected a possible calcification, but it was not conclusive. Reprogramming options were recommended. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section d6a implant date. Good faith effort attempts were made to try and retrieve additional details regarding the reported event as the resolution, implant date and patient information, but further information was unable to be obtained by the clinical representative. At this time, no further information is available. Should additional information become available this report will be updated.